Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior cervical fusion performed on (B)(6) 2022. During insertion of the screw in question, the tip of the qc screwdriver in question was broken and remained inside of the screw head. Although the surgeon tried to remove the broken tip in various ways, it could not be removed. The surgeon decided to apply a rod. The surgery was completed successfully with a 30-minute delay. The surgeon was concerned with the screw because the screw structure seemed fragile. This report involves one expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that xpdm quick-con si poly scwdrvr was observed with the distal tip broken. The broken fragment was not received in the evidence provided. Assembling issues are most likely due to this condition. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the xpdm quick-con si poly scwdrvr was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to mating device was not received and post manufacturing damaged observed during the visual inspection. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi51239 was released in one batch ¿ batch 1: lot qty of 53 units were released on 01 aug, 2016 with no discrepancies. Supplier: micropulse incorporated as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.